Manufacturer narrative:
Clinical investigation: there is no allegation of a device malfunction or deficiency reported for this event. It is unknown if the patient used the incorrect solution strength for treatment resulting in excess fluid being removed. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient pulled off too much fluid off and was admitted into the hospital. Attempts to obtain additional information were unsuccessful.